Manufacturer narrative:
An event regarding a revision due to bipolar head migration involving an unknown bipolar head was reported. The event was confirmed through medical review. Method & results: device evaluation and results: material analysis, visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: x-rays provided confirm it is quite evident that the femoral head has migrated in central direction with bone resorption of at least 1-cm into the acetabular floor and iliac bone. The choice for a bipolar head in a young patient has caused cartilage erosion and subsequent bone resorption contributing to central migration of the bipolar head construct in the acetabulum requiring conversion to a trident/mdm cup construct. Pain is a natural companion of such problems. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided medical records by a clinical consultant concluded: x-rays provided confirm it is quite evident that the femoral head has migrated in central direction with bone resorption of at least 1-cm into the acetabular floor and iliac bone. The choice for a bipolar head in a young patient has caused cartilage erosion and subsequent bone resorption contributing to central migration of the bipolar head construct in the acetabulum requiring conversion to a trident/mdm cup construct. If additional information and/or device become available, this investigation will be reopened.

Event description:
Conversion from right hemiarthroplasty to a right total hip. Revision implant sheet identifies patient revised form a bipolar construct.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Conversion from right hemiarthroplasty to a right total hip. Revision implant sheet identifies patient revised form a bipolar construct.